Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device requested, not yet received.

Event description:
During an arthroscopic procedure, the arthropasser fractured and pieces had to be removed from the patient.